Event description:
Baxter reports that a transfer set had to be replaced because the occluder feet were broken. Leaks can be observed when the minicap is removed. The transfer set had been in place since 2005. The pt started apd therapy about six months earlier. There was no pt injury or medical intervention associated with this incident according to the international affiliate.